Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was 238 mg/dl at the time of the call. The customer stated that they resolved the issue with an infusion set change. The customer was unable to trouble shoot at the time of the call. Customer would like to return the reservoir for analysis. The insulin pump started working as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.